Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 301 (mg/dl). Reportedly, customer stated that they took a longer nap than usual, and had slept through the normal times for administering correction boluses. Customer then administered a correction bolus to treat their bg level. During follow-up later on the same day, the customer reported that their bg levels were gradually decreasing and reported a bg level lf 212 (mg/dl). Customer declined additional follow-up.